Event description:
The following was reported to hamilton medical ag:summary: detailed complaint and failure description: extend warranty. Invoice no:200219137.when turned on the unit, alarm' self test failed. Buzzer defective' appeared. No patient used the unit. Alarm'self test failed.buzzer defective'. Defective c3 main board. Replace c3 main board, it's ok!

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replaced mainboard.